Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during clinical use of an automated impella controller (aic), a discrepancy was observed between the pressure values displayed on the controller and arterial line measurements. At approximately 0830, the aic displayed a pressure of 77/44 mmhg (mean 54 mmhg), while the arterial line measured 129/71 mmhg. It was additionally reported that a discrepancy of approximately 30 mmhg between the aic and arterial line measurements had been observed the previous evening, with a greater discrepancy noted at the time of this report. The device continued to provide support during this time. No signs or symptoms of patient injury or patient harm were reported in association with this event.

Manufacturer narrative:
This supplemental report corrects information previously reported in section h9. Upon review, the event was determined to have been incorrectly associated with a recall. Based on the current evaluation, the event is not associated with any recall.